Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the inlet was close to the mitral valve, which were not able to correct properly. It was noted that there was a positioning issue. It was reported that the patient experienced septic shock, an emergency impella was implanted due to acute glasgow coma scale (gcs). The patient was reported to have survived the procedure.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the positioning issue was unable to be determined due to insufficient clinical details.